Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No device, ancillary devices, or cine images were received for evaluation. Sanguine residue was noted within the balloon chamber confirming communication between the inflation lumen and sanguine environment had occurred. The balloon chamber of the rapidcross dilatation catheter was placed within a pan of water. A 10 cc water filled syringe was attached to the proximal hub luer lock. The balloon chamber was inflated and a pinhole leak was noted at the distal end of the balloon chamber.

Event description:
Physician attempted to treat patient using a rapidcross balloon at the distal superficial femoral artery. Lesion type was fibrous with little tortuosity and moderate calcification. Artery diameter was 4 mm and lesion length was 150 mm. A 6f sheath was used. An inflation device was used with diluted contrast for inflation. It is reported that balloon burst during first inflation under nominal pressure. No issues were noted prior to use. No resistance noted when advancing the device. A second balloon was used to complete the procedure. No patient injury reported.